Event description:
Litigation alleges that the patient suffered severe pain, discomfort, which affected her ability to walk, sleep and move, episodes of sensation loosening of right implant and excessive levels of chromium and cobalt.

Event description:
**Update**(B)(4) 2013 - sales rep reported patient revision procedure. There is no new information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints finds other reports against the provided head/cup lot code, but no other reports of infections. The search returned no other results of any kind against the femoral stem. The patient was reportedly primarily implanted in august of 2009 and revised with infection noted in (B)(6) 2013. It is not likely the depuy devices contributed to the patient's reported infection more than three years post implantation. The investigation can draw no conclusions with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(6) 2013 - sales rep reported revision surgery on (B)(6) 2013. Dor corrected, and part/lot information updated. Patient was revised to address pain. The pfs previously received indicates that the patient had an infection upon revision and an antibiotic spacer was placed. The stem is being added to the complaint as non-reportable. This complaint was updated on: (B)(6) 2014.